Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed due to an open wire in the trunk cable. The belt was unable to communicate with the monitor due to the open wire. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 (belt/monitor unusable).